Event description:
Sales rep stated that the surgeon was repairing a rotator cuff with large multi-directional tears when he experienced the suture breaking on one device and the t breaking on another. The surgeon used four anchors during this case. The first anchor was implanted without issue while he was cinching the knot the suture broke. The suture and t were removed and the anchor was left in place. A second device was implanted and while cinching the suture down the t broke in half. The suture and broken t were also removed and the anchor left in place. Two additional anchors were implanted without issue and the repair was complete using bone tunnels and suture. A delay of thirty minutes resulted. No pt injury or complications resulted.

Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.